Manufacturer narrative:
Device received unable to perform the displacement test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer experienced the high blood glucose. The customer was treated with the manual injection. The customer experienced the symptoms related to the high blood glucose such as nausea, vomiting. The customer stated that the bottom of the insulin pump was coming off. The drive support cap was appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin will be returned for analysis.